Event description:
Richard wolf medical instrument corporation (rwmic) was notified by facility that after fulgurating tissue, the tip of device in question became stuck to tissue. Slight delay in procedure in order to dislodge device from tissue. The additional time needed may have placed patient at risk. No injury to patient was reported. Facility used three different devices during the procedure but are unsure which device actually stuck to the tissue, the following are suspect devices: jaw insert (8393.714), report 1418479-2015-00005; bipolar forceps (8383.240), report 1418479-2015-00009; bipolar forceps (8383.211), report 1418479-2015-00010.

Manufacturer narrative:
An investigation was completed as the actual device was returned to the rwmic facility on 03/13/2015. Mechanical assembly manager found device showed signs of wear and was sent to a third party for repairs. Labeling was reviewed and found to be adequate, i.e. Intended use, indications and field of use, preparation and cautions. Request for additional information sent, all information received has been entered. Richard wolf considers this matter closed. However, in the event we receive additional information, we will provide FDA with follow-up information. K990147.